Event description:
Customer reported via phone call to have experienced keypad anomaly. It was reported that numbers continued to scroll when customer attempted to enter blood glucose and esc button responded intermittently. Customer's blood glucose was 325 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced. It was also reported that customer was hospitalized on (B)(6), 2015 with blood glucose of 135 mg/dl. Customer was hospitalized due to infection and amputated foot. Customer was wearing insulin pump at the time of hospitalization.

Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/delivery, and excessive no delivery alarm test. Unit functioned properly. Intermittent button response noted during testing due to corroded keypad traces. No scrolling numbers noted during testing. Unit received with minor scratched lcd window and cracked reservoir tube lip.